Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also experienced capsular contracture on the concomitant side (right side). Mentor also became aware that the patient underwent removal and replacement with a 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7481521 sn: (B)(4). In additional mentor also became aware that the patient's new identifier is l.r. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with an unspecified mentor saline breast prosthesis, experienced left side deflation. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.5 cm within a crease on the anterior aspect. Also it noticed several creases in both views of the product. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).